Event description:
It was reported that during an unk procedure, the handpiece was giving error code 3. They replaced the handpiece and completed the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the handpiece was received with a loose mount and the nose cone cracked. The device was returned and was tested on a generator and no error code was noted. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for an error 3 to occur. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.